Manufacturer narrative:
The device was discarded and not available for evaluation. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the work order was performed and revealed no other complaints relating to the complaint codes below. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As no product was returned, no visual, functional, or dimensional testing could be performed. The imagery provided by the site revealed the valve was able to be fully inflated with no abnormalities observed. As the complaint was unable to be confirmed, a complaint history review is not required. The commander IFU, procedural training manual and patient screening manual were reviewed. Patient screening manual notes that ''calcification can drastically reduce peripheral vessel diameters and must be thoroughly assessed to ensure sheath compatibility.'' No IFU/training deficiencies were identified. The complaint was unable to be confirmed as no relevant imagery or device provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. Per complaint description ''it was suspected that commander balloon may have torn during valve deployment and that is why it was hard to pull commander system back in esheath. Once the commander delivery system and esheath were removed, it was observed that the balloon was not torn.'' In addition, as per medical opinion, the root cause of the event was patient size and heavily calcified femorals. As no relevant patient or procedural imagery was provided, a definite root cause is unable to be determined at this point, however procedural factors (i.e residual fluid left int the balloon, non-coaxial withdrawal of the delivery system), along with patient factors (i.e. Tortuosity, calcification) may have contributed to the catching of the delivery system on the sheath and the subsequent withdrawal difficulties. Available information suggests patient (calcification, tortuosity) and procedural factors (non-coaxial withdrawal, residual fluid) contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect was identified to have contributed to the complaint events, no corrective/preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text: device discarded.

Manufacturer narrative:
The device was discarded. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6) during the procedure, the left groin 'split' and it was decided to remove the esheath. The commander delivery system was pulled back into the esheath and then a vascular surgeon was called to remove the esheath and commander delivery system as a whole unit from the dissected vessel. The patient had moderate blood loss and received blood transfusion prior to ward transfer. A bilateral femoral artery cutdown and repair were performed. Once the commander delivery system and esheath were removed, it was observed that the balloon was not torn. The valve was successfully deployed in the intended position. Following the repair, the patient remained hemodynamically unstable, and CT angiogram showed a small bilateral hematoma surrounding the common femoral artery and extending to the superficial femoral artery on the left. There was no evidence of active bleeding, nor retroperitoneal hematoma. The patient was stable and discharged.